Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched reservoir tube window, scratched keypad overlay, scratched case, broken belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. The customer sated the motor error occurred more than three times. It was stated the customer had multiple motor error alarms in the history. The insulin pump will be returned for analysis.